Manufacturer narrative:
Additional information received indicates that the site was unable to clarify what the capacity of the batteries were at the time of the event or whether the event was associated with any controller alarms or pump stop events. They were unable to reproduce the reported event by manipulating the battery connections and/or cables. The site further reported that there was no allegation of device deficiency associated with the patient's controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Additional system component being reported for this event: (B)(4)- cata num-1650de, exp date- 2017-02-28, MFR date-2016-02-03, UDI num. -(B)(4), return date- 2017-03-17; (B)(4)- cata num- 1650de, exp date-2017-07-3 , MFR date-2016-07-08, UDI num. -(B)(4), return date-2017-03-17; (B)(4)- cata num- 1650de, exp date-2017-02-28 , MFR date-2016-02-04, UDI num. -(B)(4), return date-2017-03-17; (B)(4)- cata num- 1650de, exp date-2017-02-28 , MFR date-2016-02-04, UDI num. -(B)(4), return date-2017-03-17; (B)(4)- cata num- 1650de, exp date-2017-07-31 , MFR date-2016-07-18, UDI num. -(B)(4), return date-2017-03-17; (B)(4)-cata num- 1650de, exp date-2017-02-28 , MFR date-2016-02-03, UDI num. -(B)(4), return date-2017-03-17. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a six of the patient's batteries were exchanged after a preliminary review of his controller log files. The batteries were exchanged with no reported patient consequence. The site opted to not exchange the patient's controller due to patient safety concerns. The exchange of the batteries is reported to have resolved the issue.

Manufacturer narrative:
(B)(4). It was reported possible power switching events. Six batteries (B)(4) were returned for evaluation. The controller (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned batteries revealed that all devices passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving (B)(4). The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. However, an internal investigation has been opened to evaluate the communication errors and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.